Event description:
On 17/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for hypertension due to dialysis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of dizziness and lightheadedness (did not occur during treatment). The patient¿s initial vital signs included a blood pressure with a systolic value of >200 and the patient was formally admitted. Consultation with the patient revealed the patient was not taking her prescribed blood pressure medication, and she was placed on telemetry monitoring as a precaution. Although the specific medications are unknown, the hospitalists restarted all of her blood pressure medications and monitored her vital signs for approximately 48 hours. The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged on (B)(6) 2025 in stable condition. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse event was caused by the patient¿s medication non-compliance and was unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events.

Manufacturer narrative:
Upon review of the available information, it was determined that the event reported in MFR 8030665-2025-00656 did not involve any allegation of any fresenius product(s) and/or device(s) deficiency or malfunction. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the serious adverse event of hypertension, as the patient was not undergoing ccpd therapy when the serious adverse event began. It was determined this is not a reportable event. There will be no further updates on 8030665-2025-00656.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler and the serious adverse event of hypertension, as the patient was not undergoing ccpd therapy when the serious adverse event began. Per the pdrn, the serious adverse event was caused by the patient¿s medication non-compliance and was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Patient related factors such as medication non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes and/or acute medical changes based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 17/mar/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for hypertension due to dialysis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of dizziness and lightheadedness (did not occur during treatment). The patient¿s initial vital signs included a blood pressure with a systolic value of >200 and the patient was formally admitted. Consultation with the patient revealed the patient was not taking her prescribed blood pressure medication, and she was placed on telemetry monitoring as a precaution. Although the specific medications are unknown, the hospitalists restarted all of her blood pressure medications and monitored her vital signs for approximately 48 hours. The patient continued to undergo continuous cyclic pd (ccpd) while hospitalized and was discharged on (B)(6) 2025 in stable condition. Following discharge, the patient resumed utilizing the same liberty select cycler without any reported issues. Per the pdrn, the serious adverse event was caused by the patient¿s medication non-compliance and was unrelated to any fresenius product(s), drug(s), and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events.